Event description:
Device 3 of 3. Reference MFR report#1627487-2019-00906. Reference MFR report#3006705815-2019-00272.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report#1627487-2019-00906. Reference MFR report#3006705815-2019-00272. It was reported that the patient was unable to experience adequate therapy from the scs system. As a result, the scs system was explanted.